Event description:
It was reported that the tcm was clicking and heated slowly during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The tcm was returned to the MFR for investigation. The reported event could not be duplicated. The main circuit board was replaced as a precaution. This report is being submitted to the FDA as a result of a retrospective review of product complaints.